Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent was implanted to treat a 5.1cm malignant stricture in the head of the pancreas during a study stent placement procedure performed on (B)(6) 2015 as part of the e7034 wallflex biliary preoperative drainage natx clinical trial. The patient¿s baseline biliary obstructive symptoms were reported to be jaundice. Baseline liver function tests were also conducted. The tumor diagnosis was determined using pancreatic protocol computed tomography (CT) and endoscopic ultrasound (eus). A tissue diagnosis was made using eus with fine needle aspiration (fna) with a histologic type of adenocarcinoma. Reportedly, the patient had been undergoing chemotherapy treatment with gemcitabine and nab paclitaxel. On (B)(6) 2015 the patient underwent a stent placement procedure and was treated as an outpatient. A 10mm x 60mm wallflex biliary fully covered stent was placed in a satisfactory manner across the stricture. A biliary and sphincterotomy was performed during this procedure. The patient did not undergo curative intent surgery as the patient was no longer a surgical candidate due to factors other than tumor resectability such as decline in physiologic status. The patient was transferred to hospice care on (B)(6) 2015 with no further treatment planned. On (B)(6) 2016, the patient passed away while in hospice care.